Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours the pods needle had not retracted upon initial activation.

Manufacturer narrative:
The returned device was evaluated and the device was returned partially deployed. The downloaded data returned an 0x18 alarm. It was observed during investigation that the plunger ran to 0% filled. The downloaded data showed no timeouts or drive stalls. The formed needle was seen exposed past the bottom housing and seen in the exposed portion of the soft cannula. Upon opening the device. The formed needle was seen disengaged from the slide retract and visible damage was observed to the slide retract due to the incorrectly installed formed needle. The damage was concluded to be from the incorrectly installed formed needle. No other damages or deficiencies were found during the investigation.